Event description:
Patient reports he had his device explanted in (B) (6) 2009, but the lead was left in place. He was not happy with where the lead was left as he needed to have "choloplasty" done. Patient states, he couldn't get anyone to take him on as a patient and his original physician left the practice. Additional information has been requested and if it becomes available, a follow up report will be sent.

Manufacturer narrative:
(B) (4).